Manufacturer narrative:
Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the visual inspection carried out indicated a broken haptic. The medical monitor indicated there was no evidence to suggest an iol dysfunction. Therefore, the conclusion reached was that no aspect of the lens was responsible for the surgical complication reported. Zonular dehiscence was present at time of surgery.

Event description:
Lenstec, inc. Received an email notification stating "upon insertion of lens, vitreous loss with zonular dehiscence. Lens removed, vitrectomy performed" no patient injury reported.